Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The patient reported that he has had to walk around to charge his ins and he could not sit down during recharge since implant (B)(6) 2015 pt stated "it made him mad" so he just stopped using the ins about 2 years ago. Pt stated he saw the rep today (B)(6) 2021 to get his ins restarted but the instructions she gave him are not working. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the patient stated that they had been shown how to jumpstart the device and were going to recharge on their next day off. The patient had the implantable neurostimulator replaced on 2021-oct-29 to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.